Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed artefacts on the farfield and on the right ventricular channel leading to oversensing, as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation.should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - on (B)(6) 2018, during follow up, a noise episode was noted. Pocket manipulation was done but noise was not observed so the physician decided to monitor the patient. On (B)(6) 2018 an alert of vf detection was received via hm. When the iegm was checked, it was determined to be due to lead noise, not an arrhythmic event. A shock was not delivered. The physician contacted the patient for a follow up to be scheduled. The physician chose to add another lead for now.